Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular texture and difficult to position/remove from the micro catheter was able to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position/remove or irregular texture from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a chronic totally occluded below the knee procedure the command guide wire was advanced inside the non-abbott guide catheter and was being torqued several times when resistance was met between devices and they became stuck. An attempt was made to remove the device, when there was a tactile feeling that the device might have separated, so the devices were removed as a single unit. Once outside the body, the device was noted to be without damage. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.